Event description:
It was reported, 13 plus years post implant, sensing integrity counter (sic) registered 684 with multiple non-sustained tachycardia events with cycle lengths faster than 220 milliseconds. Discussion regarding electromagnetic interference was made as the short intervals were collected while the patient was in the hospital. Additionally, there was a telemetry strip that showed a 3-second pause possibly due to oversensing. It was further reported, two days after the event, the sic registered high again at 674 with non-sustained tachycardia events. As a result, the physician decided that the lead will be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.